Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was being placed on impella 5.0 for hemodynamic support. It was reported that the wire used to put the pump over was an asaio 0.18 because the impella wire got kinked. It was reported that after pump placed and running patient was cardioverted three times unsuccessfully. He later went into ventricular tachycardia and was cardioverted one more time.